Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient went to the hospital with chest pains. The patient complained about also having trouble getting out of their chair, feeling real dizzy, blood pressure drops, and that it is hard for them to catch their breath. At the hospital the patient stated that they took x-rays and said that one of their wires is out of their heart and the other one is about to come out of their heart. The patient said they have discussed this with their physician and has had a device check done. Follow up was conducted with the patient's clinic and from the information obtained it was reported that the patient has not been seen and they do not have record of any hospital visit for that patient. Both leads, atrial and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.